Event description:
Vital data on critically ill pt was missing from the powerchart record over a duration of several days. Care was disrupted and delayed. Hours of professional time were wasted. The pt had a double identity in the powerchart. Spuriously, the data transferred to the other identity, that was not present on users' pt lists. The powerchart did not provide indication that patients had two or more listings, nor were the two identities combined despite same names and vital statistics.